Event description:
The pt was implanted with a siltex spectrum post-op adjustable prosthesis on 6/10/97, subsequently it was noted that the pt had developed an infection and the prosthesis was removed.